Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "accepted practices in postoperative care are important. Failure of the patient to follow postoperative care instructions involving rehabilitation can compromise the success of the procedure....excessive activity, trauma and weight have been implicated with premature failure of the implant by loosening, fracture, and/or wear." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2013-03085 / 03088).

Event description:
It was reported that patient enrolled in clinical study underwent right total hip arthroplasty (B)(6) 2007. Subsequently, a revision procedure occurred on (B)(6) 2007 due to a periprosthetic fracture the patient suffered after a fall. The modular head and taper adapter were removed and replaced. A further revision procedure took place on (B)(6) 2010 due to femoral loosening and leg length discrepancies. The modular head, taper adapter, and femoral stem were removed and replaced.